Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they found that the system could not boot. The memory stick was unplugged and then plugged back in, and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system can't boot. There was no patient involvement.